Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
It was reported during a total hip arthroplasty the handle could no longer be fixed onto the rasp. Upon receipt of the instrument it was noted that the instrument was fractured. No adverse event have been reported as a result of the malfunction. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the instrument found the handle to be in good overall condition. Minor surface scratches were observed on the handle as well as expected dents on the strike plate. No signs of blatant misuse were observed. The welds holding the trigger pin to each side of the trigger have fractured. The trigger is also fractured through the center of the pin hole on each side of the trigger. The trigger pin was not returned. Sem examination indicates the few remaining visible artifacts on the fracture surfaces suggest an overload fracture may have begun inside the trigger¿s threaded hole. Eds semi-quantitative elemental analysis confirms the material. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant product(s): unknown cup. Unknown liner. Unknown head. Unknown stem. Report source: country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle could no longer be fixed into the rasp. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable at this time.